Manufacturer narrative:
Approximately 53 cm of the ares catheter was returned. The catheter was patent and passed leak testing. There was proteinaceous debris observed on the exterior of the catheter. A review of the manufacturing and sterilization records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery the patient experienced a reaction with the peritoneal catheter. The entire system was removed. Upon explant, it was stated that there was scarring and diverse adhesions at the distal end of the peritoneal catheter that inserted into the belly. There was no reaction from the valve connection to where the peritoneal catheter entered the belly. Loculations around the liver and inflammatory tissue around the area was also noted. Reportedly, the doctor was going to allergic testing and it might have been because of the antibiotics the patient was allergic to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.